Event description:
It was reported that the insulin pump alarmed button error. The most recent blood glucose reading was 227 mg/dl, although the customer did not know the blood glucose reading at the time of the alarm. She stated that every time she put a new battery in the device, the insulin pump made her reprogram the time and date. This had been happening for about 2 months. She also stated that the weather had been hot recently and that she works with ice near a cooler; she advised that the insulin pump may have been exposed to moisture. She reported that her blood glucose levels had been high but she was unsure whether it was due to the insulin pump. Several other alarms were found in the device alarm history, including 2 no deliveries. She declined troubleshoot for high blood glucose. She declined return of the reservoir and infusion set for analysis. Advised replacement of the insulin pump. No further troubleshooting due to the device being replaced for button error. Nothing further reported.

Manufacturer narrative:
Insulin pump received with no esc and act button response, due to flattened button dome switch. No alarms or button error alarm noted during testing. Unable to perform the unexpected restart, basic occlusion, occlusion, prime, the excessive no delivery and displacement test, due to no esc and act button response. Insulin pump was received with minor scratches on display window, cracked case on display window corners, cracked reservoir tube lip, cracked battery tube threads and broken belt clip slot.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.